Manufacturer narrative:
On aug 27 2020, additional information was received indicating the capsular contracture on the right side was baker grade iii. The explantation date was identified as (B)(6) 2020. H6 patient code 3191: medical device removal. Reason for device explant and/or reoperation: capsular contracture/deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round high profile 560 cc breast implants and experienced breast pain and deflation on the left side and capsular contracture baker grade unknown on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.